Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. The cause for the breakage remains unknown. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. Zimmer is regularly monitoring this device. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a sudden breakage of the plate without outer influence occurred in (B)(6), 2011 after implantation on (B)(6), 2010. The revision surgery was done on (B)(6), 2011.